Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and active fixation difficulty during the implant procedure. The lead was removed. Upon extraction of the lead, it was noted that the active fixation helix built torque and jumped out upon extension and jumped back upon retraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to stretching. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended, stretched and bent, and would not extend or retract within specification. If information is provided in the future, a supplemental report will be issued.